Event description:
Customer was hospitalized for low blood glucose. Events leading to hospitalization were dizziness, confusion and lost consciousness. During troubleshooting customer stated that the pump was stuck on rewind mode and shooting out insulin.